Manufacturer narrative:
Retention products for the reported lot number were tested with in-house, drug-free donor urine. Results were read at 5 minutes and all test devices produced expected negative results for all analytes, including coc, thc, mop, amp, met, and bzo. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive results was not replicated as retention product performed as expected. A root cause could not be determined based on the information provided. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received a false positive cocaine (coc) result when testing on the one step multi-line 6 drug screen test panel. Lab confirmation was performed on an unspecified date. Further information was requested, but no further information was available.